Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were on manual injections for over two months and now they were trying to use the insulin pump again and it had a green screen whenever they pressed the act button. The customer's blood glucose level was unknown. The customer stated that the insulin pump was not dropped or bumped. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.